Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (faulting with error c-34) was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34 errors 3/31/2025.) Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 error on start-up and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, error c-34 occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed errors c-34, m-18 and m-11 on vio dv iesu. The errors could not be cleared. Site elected to use a third-party iesu to continue with the procedure. The procedure was completing as planned with no reported injury.